Manufacturer narrative:
Medical product: echo b-mtrc mp rp so 8; catalog no#: 192808; lot#: 2631825, cone prosthesis ã¿ 20 12/1 4; catalog no#: 340009200; lot#: 96654490. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed./the lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, lameness and pseudotumor.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the patient had primary hip surgery due to coxarthrosis secondary to dysplasia on (B)(6) 1996. On (B)(6) 2013 the patient underwent a revision surgery due to a pseudotumor. Due to increasing pain and limping since several months the patient underwent a CT exam of the right hip on (B)(6) 2019 which showed a significant pseudo tumor. Revision surgery was performed at (B)(6) in (B)(6) on (B)(6) 2020 with explantation of the implants and placement of an antibiotic spacer. Review of received data: patient data: (B)(6), 70 years old, otherwise, no medical records have been received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary : it was reported that the patient had primary hip surgery due to coxarthrosis secondary to dysplasia on (B)(6) 1996. On (B)(6) 2013 the patient underwent a revision surgery due to a pseudotumor with debridement and replacement of the head. Due to increasing pain and limping since several months the patient underwent a CT exam of the right hip on (B)(6) 2019 which showed a significant pseudotumor. Revision surgery was performed at (B)(6) in (B)(6) on (B)(6) 2020 with explantation of the implants and placement of an antibiotic spacer. No product was returned for evaluation, therefore visual and dimensional investigation could not be performed. Based on the lack of a detailed event description and due to unclear harm and hazard no detailed investigation could be performed. Further, no medical records such as surgical reports, x-rays or patient data have been received. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box. In conclusion, based on the lack of information we were neither able to confirm the reported event nor to identify an exact root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.